Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical was made aware of a complaint on (B)(6) 2018 stating the "operation channel blocked", involving video gastroscope eg29-i10/serial (B)(4) through the pentax medical customer service department. The end user was using a boston scientific radial jaw 4 accessory during the procedure when they noticed the blocked channel. There was no reported patient injury, although there was a delay reported. User responded via email on (B)(6) 2018 and stated the boston scientific radial jaw 4 was blocked from being able to slide down the channel. The mentioned delay was a momentary to swap out scopes which took about three minutes. There was no reported risk of cross contamination. The scope was removed from circulation and sent in for service. The colonoscope was returned to pentax medical for evaluation on (B)(6) 2018. The pentax endoscope technician found a broken accessory(syringe tip) blocking the biopsy t-piece on (B)(6) 2018. This finding confirmed the customer's complaint. Other inspectional findings included: passed dry/wet leak test. Insertion tube bump at stage 1. Pve connector housing scratched. On (B)(6) 2018, the service repair team notified the complaint handling unit of the broken accessory blocking the biopsy t-piece. On (B)(6) 2016, pentax issued a u.s. Urgent field correction which is an IFU addendum for endoscopes with instrument channels. This addendum covers any operational/cleaning accessories and therapeutic devices which can become lodged in the endoscope's instrument channel. It reminds customers to carefully check that all accessories are intact, that no parts have fallen off and become lodged within the endoscope's instrument/suction channel and to ensure that any therapeutic devices (e.g., clips, stents, balloons, etc.) Passed through the instrument channel and are accounted for after use. The biopsy inlet t-piece, o-rings and seals were replaced and the gastroscope was shipped to the customer on (B)(6) 2018.